Event description:
The patient was implanted with two leads from same lot number. It was reported the patient suffered a fall and since the fall he is receiving stimulation in the wrong place. Reprogramming did not resolve the issue. An x-ray was taken and showed the leads had migrated. The physician explanted the entire scs system and the entire system. The patient is now receiving effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.